Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, the impedance measured on unipolar at tip electrode and on bipolar had the similar value; however, low impedance was observed on bipolar at ring electrode. The physician suspected the anomaly at the tip of the electrode. Another lead was used. The patient was stable before, during and after procedure.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece measuring 52.0 cm. Analysis was normal. No anomalies were found.